Event description:
A malfunction alarm with code malf 16 was reported, but no notable events occurred prior to the malfunction. Blood glucose level remained within normal range and did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if any issues arose again.